Event description:
It was reported that the atrial eads were attempted to be implanted but were not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Blood was noted in/on the helix mechanism. Full lead returned and analyzed. (B)(4): no anomalies found. Proximal conductor was distorted, blood was present in/on the helix mechanism. Full lead returned and analyzed.